Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor reported to sales rep an interaction of gmrs prosthesis with the electromagnetic field during MRI scanning of the patient.

Event description:
The doctor reported to sales rep an interaction of gmrs prosthesis with the electromagnetic field during MRI scanning of the patient.

Manufacturer narrative:
An event regarding interaction of an implant with the electromagnetic field during MRI scanning involving a gmrs tibial component was reported. Based on the provided information the event reported is considered an off-label event. A review of packaging insert 0095-3-210, rev aa noted the following: precautions mr. Surgeons should warn patients with metallic implants of the potential risks of undergoing a magnetic resonance imaging (MRI) scan. The electromagnetic field created by an MRI scanner can interact with the metallic implant, resulting in displacement of the implant, heating of the tissue near the implant, implant damage or malfunction, or other undesirable effects. In addition, the presence of a metallic implant can produce an image artifact that may appear as a void region or geometric distortion of the true image. If the image artifact is near the area of interest, it may make the MRI scan uninformative or may lead to inaccurate clinical diagnosis or treatment. Interaction with magnetic resonance imaging the stryker joint systems have not been evaluated for safety and compatibility in the mr environment. The stryker joint systems have not been tested for heating or migration in the mr environment. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.